Manufacturer narrative:
The insulin pump received with an intermittent button response due to corroded keypad traces. No button error alarm or frozen display noted during testing. The insulin pump had normal operating currents and no unexpected off no power, low battery, failed battery test, bad battery or battery out limit alarms noted. The insulin pump had a broken belt clip slot at battery tube threads area and cracked reservoir tube lip. The insulin pump passed displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had an unresponsive keypad and alarmed battery out limit, failed battery test, and button error. She stated that the insulin pump alarmed battery out limit after a battery change. The customer's most recent blood glucose was 258 mg/dl. She did not observe any damage or corrosion to the battery cap, battery compartment or spring. Upon troubleshooting, the failed battery test did not recur. The customer did not observe any significant events leading to the button error alarm. She observed damage to the piece on the top of the insulin pump by the battery. She also noted that she experienced high blood glucose while being off the insulin pump, but she declined troubleshoot assistance and advised that she treated with manual injection. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.